Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker was explanted, replaced, and returned for analysis due to being included in a product advisory. There were no allegations against the device and it was not exhibiting any advisory behaviors at the time of replacement. Boston scientific later received a threat of litigation related to this device. Non-destructive analysis was performed.